Event description:
Due to suspected v-a shunt system blockage, the valve was replaced with an spv on (B)(6). Please confirm the trafficability of the spv-140 that was removed and the deposits inside the valve.

Manufacturer narrative:
Device is still in investigation